Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The nc trek rx coronary dilatation catheters (cdc), global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atms. It is unknown if the reported IFU violation caused or contributed to the reported complaint as it is likely that the calcification contributed to the reported balloon rupture. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, proximal left anterior descending (lad) artery, during the first inflation, the 3.0 x 12 mm nc trek balloon ruptured at 20 atmosphere (atm). A different 3.0 x 8 mm nc trek balloon was used 4 times for inflation/deflation at a maximum 20 atm without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.